Event description:
On (B)(6) 2011, pt reported the up button on his infusion device is not responding to press unless he presses and wiggles the button to function. Pt stated the issue began about a week ago. Pt reported the button does not remain flat when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.